Manufacturer narrative:
(B)(4). D10: cat#: 11-301310 / arcos con sz a hi 50mm / lot#: 66160889. Cat#: 11-300816 / arcos 16x150mm spl tpr dist / lot#: 66109549. Cat#: 00223200418 / cable cerclage cable with crimp 1.8 mm dia. 635 mm length / lot#: 66700639. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient underwent a hip revision approximately four months post implantation due a fracture. The locking screw, cone body, distal stem, head, liner and cerclage wires were removed and replaced. It was reported that no additional information on the reported event is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. Visual examination of the provided pictures identified the explanted modular stem, liner and head. Implants were covered in bio-debris. No further evaluation could be made with the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and review identified the following: possible polyethylene wear of the acetabular cup as well as an oblique periprosthetic fracture involving the proximal femoral diaphysis. A definitive root cause cannot be determined. Complaint is confirmed based on the x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.